Event description:
A laparoscopic tubal sterilization with fallopian tube clips was being done. As a clip was being applied, it came apart. Both components (spring and plastic jaws) were recovered. Another clip was applied with no problem. The pt was no harmed in any way.